Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (overvoltage set / capacitor voltage fault / abnormal shutdown) has been confirmed. As received, the monitor reset during testing. Upon evaluation, the negative tab of the c19 high voltage capacitor was fractured off of the solder pad. The cause of the faults is the fractured connection. The root cause of the fractured connection is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing 'overvoltage set', 'capacitor voltage', and 'abnormal shutdown' faults.